Event description:
As reported by medical affairs, a patient called for MRI compatibility and additionally reported adverse events. On (B)(6) 2002, the patient had 2 bx velocity stents and 2 unknown j&j stents placed in rca and d1 due to blockages discovered following a stress test and angioplasty. According to patient, it was unknown which stents were placed in which arteries, "doctor said wire hit and wall collapsed and had to place stents back to back." Patient also stated he had a heart attack "during the process." As treatment, physician prescribed lipitor, metoprolol and nitroquick. On (B)(6) 2004, patient had a cypher stent placed in lad due to "narrowing at the site" after presenting with heartburn. Hospitalization information was not obtained. As treatment, physician prescribed omeprazole daily. Beginning (B)(6) 2011, patient experienced a "lung problem" further clarified as "right side of my diaphragm shut down and phrenic nerve became paralyzed". Patient had a CT scan which revealed damage from emphysema and was diagnosed with copd. Beginning (B)(6) 2013, patient was prescribed spiriva as treatment. Beginning (B)(6) 2014, patient "hurt back" further clarified as physician thinks I may have a degeneration of l5/s1 and sciatica. As treatment, patient tried unspecified muscle relaxers, aleve and went to chiropractor. Patient was scheduled for an MRI on (B)(6) 2014. No further information was obtained.

Manufacturer narrative:
This is one of four products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00526, 9616099-2014-00527, 9616099-2014-00528, and 9616099-2014-00529. Complaint conclusion: as reported by medical affairs, a patient called for MRI compatibility and additionally reported adverse events. On (B)(6) 2002, the patient had 2 bx velocity stents and 2 unknown j&j stents placed in rca and d1 due to blockages discovered following a stress test and angioplasty. According to patient, it was unknown which stents were placed in which arteries, "doctor said wire hit and wall collapsed and had to place stents back to back". Patient also stated he had a heart attack "during the process". As treatment, physician prescribed lipitor, metoprolol and nitroquick. On (B)(6) 2004, patient had a cypher stent placed in lad due to "narrowing at the site" after presenting with heartburn. Hospitalization information was not obtained. As treatment, physician prescribed omeprazole daily. Beginning 2011, patient experienced a "lung problem" further clarified as "right side of my diaphragm shut down and phrenic nerve became paralyzed". Patient had a CT scan which revealed damage from emphysema and was diagnosed with copd. Beginning 2013, patient was prescribed spiriva as treatment. Beginning (B)(6) 2014, patient "hurt back" further clarified as physician thinks I may have a degeneration of l5/s1 and sciatica. As treatment, patient tried unspecified muscle relaxers, aleve and went to chiropractor. Patient was scheduled for an MRI on (B)(6) 2014. No further information was obtained. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A myocardial infarction (mi), or heart attack, results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. An mi is a known potential adverse event related to having a coronary stent implanted and is listed in the IFU. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into another part of the vessel, leading to an mi. However, based on the information reported, procedural factors most likely contributed to the mi reported as it was stated that the wall collapsed due to a wire. Without films or a procedural report, a conclusion cannot be drawn on the cause of the mi. Based on the device history record review, there is no indication that the event is related to the cordis stents manufacturing process. Therefore, no preventative or corrective actions were taken.

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. The catalog code provided (unk stent), represents an unknown jnj stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Concomitant medications: post- procedure medications include lipitor, omeprazole, metoprolol, and spiriva. Concomitant devices: bx velocity rx sds 3.50 x 13, lot# x0102813, catalog # vx13350; bx velocity rx sds 3.00 x 13, lot# x0201652, catalog # vx13300; 2 unknown jnj stents, and an unknown guidewire. This is one of four products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00526, 9616099-2014-00527, 9616099-2014-00528, and 9616099-2014-00529.